Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's wife reported customer is having issues with his insulin pump. His blood glucose was 277 mg/dl. He treated and feels fine. Whenever customer puts more insulin in the device, it keeps telling him to fill tubing. Customer was able to exit the prime loop through troubleshooting. The next day, customer ate dinner and a few hours later his blood glucose was still up. Customer called again for troubleshooting. His blood glucose was 160 mg/dl. The device passed the displacement test and the self test. Customer also reported a possible leak. He said the device was exposed to fluid in the past with no moisture visible in the device. The device had multiple low reservoir alarms. No other anomalies were found. Customer was advised to monitor the device and his blood glucose. Nothing further reported.